Event description:
It was reported that the field representative called for a review of a left ventricular (lv) lead electrogram (egm) due to the egm being flat. The representative wanted to know if sensing was on, however, it was determined it was turned off. When the sensing was turned on there were observations of oversensing. Technical services provided troubleshooting options. At this time, the cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.